Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. The sample arrived out of the pouch with an empty 12 ml terumo syringe attached to the female luer. The syringe was removed and filled with reverse osmosis water. The syringe was re-attached to the female luer and depressed, which, identified a leak near the y site. The syringe was once again remove and the entire set was then under water leak tested. This identified a leak around the y site in-let port. Visual inspection under a microscope showed that, there is a u shaped crack/fracture running along and under the inlet port of the y site. Baxter was unable to determine the root cause of the crack/fracture, however, the crack/fracture was the cause of the leak. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to baxter (B)(4) that a hospital person found a leakage of the interlink huber needle extension set during priming. There was no patient involvement. There was no patient injury. No additional information is available.